Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was damaged the following information was received by the initial reporter with the following verbatim: the nurse notified pharmacy that there was a defective tubing for one of the compounded chemotherapy agents and the medication spilled.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that there was a defective tubing for one of the compounded chemotherapy agents and the medication spilled. One photo was received for quality evaluation. Inspection of the photo shows that the tubing was separated or cut. The customer complaint of tubing defective / damaged was confirmed. A root cause for the failure could not be determined due to the physical sample not being returned for investigation. A device history record review for model 10014881 lot number 24069274 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.